Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was not powering on. The pt indicated that the alleged meter issue started on the same day, at 4:00 am. As a result of the alleged issue, the pt administered self-care by taking her usual dosage of diabetes medication. The pt took 1 tablet of metformin. At an unspecified time after the reported meter issue began, the pt claimed that she developed symptoms of unexplained "perspiring" and "sweating". The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what time the symptoms developed. The reported meter issue was resolved with troubleshooting. Apparently, the meter's battery was not inserted properly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.